Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿bone cement allergy. This case is from the health authority. It was reported that during the surgery of right femoral head replacement under general anesthesia, ten minutes after implanting bone cement into the bone marrow cavity of the patient, the patient suffered from severe hypotension and cardiac arrest. The patient was rescued by epinephrine injection and norepinephrine pumping for extrathoracic cardiac compression.the patient recovered sinus rhythm and blood pressure increased.the patient was assessed to be able to continue the operation. And the procedure was completed. After the surgery, the patient was sent to the intensive care unit for continued treatment. No additional information could be provided.¿ retained sample retest results: retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions (B)(4). Tm-t150 - the mix was thin with the powder and liquid components combining as normal with a wet-out time of 6 seconds and a mean dough time of 3 minutes 04 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. Tm-t062 - benzoyl peroxide = 1.951% w/w ¿ within specification. Tm-t220 ¿ dmpt content = 0.945% w/w - within specification. Tm-t109 ¿ powder ir scan = positive. Tm-t179 ¿ liquid ir scan = positive. No product problem or unusual observations were observed on the testing of the retained samples of this batch. Dva-107020-fde rev 10 was reviewed (B)(4). The patient codes reported in this complaint are included; in each case the risk is considered as low as possible and cannot be further mitigated. IFU-0630132 rev 2 was reviewed (B)(4). The patient codes reported in this complaint are included in the warnings section of the IFU. No information received with this individual complaint indicated that corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 2 unrelated non-conformances on this lot number final micro and sterility tests passed. Qc release specifications met, (B)(4) released, lot expiry date: 30 june 2022.

Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any documented allergy for either gentamycin (which is contained in the bone cement) or to methyl-methacrylate prior to this event? Is it possible that this may have been a case of bone cement implantation syndrome? Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bone cement allergy. This case is from the (B)(4). It was reported that during the surgery of right femoral head replacement under general anesthesia, ten minutes after implanting bone cement into the bone marrow cavity of the patient, the patient suffered from severe hypotension and cardiac arrest. The patient was rescued by epinephrine injection and norepinephrine pumping for extrathoracic cardiac compression. The patient recovered sinus rhythm and blood pressure increased. The patient was assessed to be able to continue the operation. And the procedure was completed. After the surgery, the patient was sent to the intensive care unit for continued treatment. No additional information could be provided.